Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via the pump. There was no external assistance required, and tandem technical support assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.